Event description:
It was reported that two weeks after implant of the implantable cardiac monitor the patient developed an allergic reaction and presented with a "serious rash". The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the implantable cardiac monitor was returned and analyzed and primary results revealed no anomalies.